Event description:
Pt claimed blisters developed on her knee and behind knee. Machine felt different than first day. Unit was exchanged immediately. Home health aid applied to blisters. Dr called and advised pt to stop using unit. Unit was immediately exchanged.